Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-3138-55 serial #: (B)(4) description: cs phiii ext 55cm model#: sc-4316 batch #: 17241724 description: next generation anchor kit-sterile model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(6) 2015.

Event description:
A report was received that the patient underwent an explant procedure due to exposed wires in the back. It was noted that the system were sticking out of the skin and confirmed of actual skin breakage.